Manufacturer narrative:
H6: the device was returned for an evaluation. Ventec performed an evaluation of the customer's device but was unable to duplicate the reported issue. Proper device operation was observed through functional and performance testing. The cause of the reported issue could not be determined.

Manufacturer narrative:
Ventec has not performed an evaluation on the device yet, a conclusion is not yet available. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported that the device failed to ventilate while a patient was under treatment. There was no patient harm reported.